Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge split. The iol did not go all the way into the eye so the surgeon changed the injector and cartridge and injected the iol into the eye without complication. Additional information has been requested.

Manufacturer narrative:
The cartridge was not returned for evaluation. A photo was provided of the a cartridge tip from the side. Viscoelastic is observed. There appears to be stress. The tip appears to be split on the right side, due to glare it is difficult to verify. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. The handpiece model was not provided. A non-qualified viscoelastic as indicated. Root cause: the root cause for the reported damage could not be determined. Based on review of the provided photo the tip appears to be damaged on the right side. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The viscoelastic indicated is not qualified for the cartridge used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).